Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gastric by-pass procedure on (B)(6) 2018 and the suturing device was used. After making at least three passes of the needle through tissue, the jaws of the suturing device opened and the cartridge released within the patient. The cartridge was released from the patient. The procedure was completed with same device. There were no patient consequences reported.